Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011, due to pain from tibial tray loosening.

Manufacturer narrative:
Surface roughness of the underside of the tibial tray did not meet required specifications. However, with the damage to the surface following the device being explanted, it cannot be determined if the device met specification at initial implantation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that under possible adverse effects number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."